Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod will not be returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.

Event description:
The customer reported that he has experienced multiple issues with pod's not firing properly; he stated that the pods "don't shoot the cannula". He neither hears nor feels the firing of the needle. As a result, his bg levels went "very high" one night (specific bg's weren't provided but are assumed to be greater than 250 mg/dl). He noted that if the pod is "smacked", the cannula will "shoot". No product will be returned for evaluation. Note: due to human error, this complaint was incorrectly "flagged" in insulet's complaint management database. As a result, the complaint had not been assigned to insulet's regulatory affairs group for an MDR reportability assessment. The root cause of this oversight and a plan to mitigate the risk of its recurrence is currently being addressed on insulet CAPA # (B)(4).